Event description:
It was reported that the lead thresholds would increase while the patient was sitting, and would lose capture when the patient was standing. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The full lead was returned and analysis found no anomalies. Apparent explant damage was noted. (B)(4), implantable pulse generator, (B)(6) 2012. (B)(4).